Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03240 & 627487-2015-03249. It was reported the patient experienced a suspected infection at the scs lead site(s). The patient underwent surgical intervention on (B)(6) 2015 for wound debridement. Cultures tested positive for infection. As a result, the system was explanted and the patient received antibiotics. As of (B)(6) 2015, the patient was "stable".

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Reports: 1627487-2015-03240 & 627487-2015-03249. After further review of the manufacturer's database, it was determined the patient was never implanted with device 2, this device is designated as "out of service" . Please disregard considering device 2 in any further updates should they become available.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.